Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) 4, when testing a specimen containing anti-fya.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on crrs 4, lots k099 and k091. The customer's sample was tested on an in-house galileo and showed no reactivity with crrs 4 lot k099 and a weak positive reaction with crrs 4 lot k091. The complaint appears to be due to the nature of the sample.